Event description:
It was reported that the ambicor penile prosthesis had deflation issues and the cylinder aneurysm. A surgical procedure was performed, and all components were removed and replaced. The patient was implanted with ams 700 cx three- piece. No further complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.